Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.